Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the patient data. Gps contacted the customer site and requested the patient sample to be sent to siemens healthcare diagnostics for further investigation. The customer informed gps that they do not have any patient sample available currently but if the patient comes back would request a redraw and store for additional testing by siemens. The cause of the false positive rubella igg results on the patient sample is unknown.

Event description:
The customer has observed false positive results on one patient sample for the rubella igg assay on an immulite 2000 xpi instrument. Two different reagent lots for rubella igg were used. The initial and the repeat results run on two separate days for the patient sample using one reagent lot was positive. The sample was repeated on another day using a different reagent lot and the result was positive again. The patient sample was then run on an alternate platform where the results for rubella igg and igm were negative. Results obtained on the patient sample for the immulite 2000 xpi and the alternate platform were not reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant rubella igg results.